Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-12-01. H6: investigation summary: one open 32g x 4mm pen needle sample and three photos were returned from lot. No. 0336665, cat. No. 320559. A clog test as per (B)(4) was also carried out on the returned samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed on the returned sample therefore no root cause can be identified h3 other text : see h10.

Event description:
It was reported bd pen ndl 32g 4mm pro 14 bag 700 case jpx was unable to deliver medication. The following information was provided by the initial reporter, translated from japanese: "there is no liquid coming out of the needle."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd pen ndl 32g 4mm pro 14 bag 700 case jpx was unable to deliver medication. The following information was provided by the initial reporter, translated from (B)(6): "there is no liquid coming out of the needle."